Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the device is in a sample bag and the lock collar is broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic partial nephrectomy procedure, the plastic clip that secures the foam that holds the trocar in place snapped off. The device was still used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the device is in a sample bag and the lock collar is broken. Post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted: that the locking collar was broken on one of the devices. The trocar balloons, valve seals and doors appeared intact. The inflation syringes were received. The obturators were received. A functional evaluation found that the balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.